Manufacturer narrative:
According to the facility on (B)(6) 2022 the endo stitch needle broke inside the vaginal cuff and had to be retrieved from the patient. Per the facility an additional 20 minutes was added to the case requiring additional anesthesia. No additional information was provided. The sample has not been returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 the endo stitch needle broke inside the vaginal cuff and had to be retrieved from the patient.

Manufacturer narrative:
The sample was returned for evaluation, however, the reported issue was not confirmed. A definitive root cause cannot be determined at this time.